Event description:
Both my son and daughter were significantly delayed in getting diagnosed for chronic lyme disease by the cdc tests is highly inaccurate. They were tested multiple times with false negative results. Took several years and doctors to get diagnosed properly. And there was no clinical analysis related to a dx of chronic lyme disease.